Event description:
This product is used when administering IV medication by infusion. This piece has been noted to consistently leak per the staff. The numbers provided are from a product not used on a patient. The staff states others were discarded. Numbers obtained from an unopened package.